Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was discharged from the hospital two days after the event onset. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: g3: date received by MFR: the initial MDR g3 date was inadvertently submitted as 1/26/2021. However, the correct date is 1/22/2021. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent . The cause and treatment were unknown. The patient was hospitalized for the event. The patient outcome was not reported. Pd therapy was discontinued four days after event onset and the patient was switched to hemodialysis. No additional information is available.